Manufacturer narrative:
B3 - date of event: unknown: one suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. After being switched on, the pump immediately displays error code 1720 accompanied by a continuous alarm. Visual test was performed. Backup capacitor will be replaced. The customer complaint was confirmed. The probable root cause for the reported issue was defective backup capacitor.

Event description:
It was reported that cadd legacy pump experienced error 1720 (power_backup_cap_failure). This is a high-priority alarm that prevents the device from operating and may interrupt therapy. There was no reported patient involvement.